Manufacturer narrative:
One used device was returned for evaluation. Visual inspection of the used blade confirmed that the adapter body is damaged and cracked. There is evidence of material debridement on the inner blade approximately one inch from the slough chamber. All observations point to excessive force applied during use. Due to these observations, no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure using synovator blade,boxed4.5 ep-1 metallic particles were noticed inside the joint space. Particulate was washed-out with saline flow. There was a procedural delay of 30 minutes. This incident did not result in any patient injury or complications.